Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not receiving alarms from the sensor when her blood glucose was over 400 mg/dl. The customer's blood glucose at the time of the call was 300 mg/dl. The customer confirmed she had treated the high blood glucose. The customer also reported low blood glucose of 60 mg/dl. The customer declined to troubleshoot the issue. The customer stated that she may have overcompensated from the amount of carbohydrates that she ate. The customer did not return the product for analysis.